Manufacturer narrative:
According to the customer on (B)(6) 2026, a bovie electrode rocker switch pencil was being used during a surgical procedure when a spark occurred, creating a hole in the surgeon's gown and glove, and resulting in a burn to the surgeon. The burn was treated, and the surgeon completed the procedure. The surgeon was later reported to be doing well, and the injury was described as minor. No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2026, a bovie electrode rocker switch pencil was being used during a surgical procedure when a spark occurred, creating a hole in the surgeon's gown and glove, and resulting in a burn to the surgeon. The burn was treated, and the surgeon completed the procedure. The surgeon was later reported to be doing well, and the injury was described as minor.